Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the wires were sticking out of the maryland bipolar forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument main tube had deep scratches and gouges. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The deep scratch and gouge damage was likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.